Manufacturer narrative:
This report is submitted on (B)(6) 2017. (B)(4).

Event description:
It was reported that the patient developed an infection at the abutment site. Subsequently the patient was hospitalized for a period of 4 weeks (dates not reported).